Manufacturer narrative:
Should this device be returned anlaysis will be conducted and this investigation will be updated.

Event description:
It was reported that prior to the device procedure the device was checked and exhibited an error. The device was not implanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem and the device codes.

Event description:
It was reported that prior to the device procedure the device was checked and exhibited an error related to the voltage being too low for the remaining capacity. The device was not implanted and was expected to be returned. No adverse patient effects were reported.